Event description:
It was reported that the system locked up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
The customer cancelled the service call.